Event description:
It was reported that a pump "does not detect that the door is closed." It was also reported that there was no pt involvement/injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and produced the "does not detect that the door is closed" caused by door hooks being out of adjustment. The hooks and latch pins were replaced.